Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of over 600 mg/dl due to needing settings adjustment. Customer treated the high bg with a manual dose injection of insulin. During troubleshooting with tandem technical support, corrected the setting and resumed insulin therapy.